Manufacturer narrative:
No product was returned for evaluation. Engineering logs from the ilet were not available after 5/18/24, prior to the presumed event date, and therefore ilet performance during the event could not be evaluated. Clinical logs confirm hypoglycemia on the reported event date. Review of the clinical data shows inconsistent use of the ilet over the several days prior to the event, as evidenced by several prolonged periods of no insulin delivery and/or no cgm data. On 5/21/2024, the ilet was unable to deliver insulin for approximately 12 hours. Insulin delivery resumed and a meal announcement was delivered. The ilet dosed insulin in response to cgm glucose values until cgm glucose began trending down; insulin was suspended before and during the hypoglycemic event. No product performance issues can be identified. If the product is received at a later date, or the ilet data is uploaded, the complaint will be reopened and investigated accordingly. The device history record (DHR) review was completed, and this device passed all manufacturing release criteria for distribution. There were no issues identified that would have impacted this event. Based on review of the case notes and device data, the ilet operated as intended when it was able to. The inconsistent use of the device likely contributed to the severity of the event as the ilet was unable to adapt to the user's need appropriately. It is possible the user was taking insulin outside of the ilet during the periods they were not using their ilet, as they did not experience dangerously high glucose levels during the time when they were not wearing the device; this exogenous insulin may have contributed to the event as well. Lastly, the user's ilet report shows evidence of attempting to use the meal announcement to correct hyperglycemia, so it is possible the meal announcement delivered the evening prior to the hypoglycemic event was not in response to carbohydrates, resulting in an excess of insulin relative to their need. However, without data from the device's engineering logs or additional information from the user, it is not possible to confirm the cause of the event.

Event description:
On 5/28/24 a beta bionics clinical diabetes specialist (cds) was notified that an ilet user experienced a low blood glucose (bg) event that required hospitalization. The event occurred on (B)(6) 2024. On (B)(6) 2024 the cds followed-up with the user about the event. The user reported on (B)(6) 2024 they restarted on the ilet themselves. That evening the user announced a dinner meal and only remembers waking up around 1:00 am and then again at 9:00 am when her son found her. The son brought the user juice. Upon regaining consciousness, the pump read "low," and after drinking juice, the user's blood sugar was 42 mg/dl. Paramedics were called, and the user was taken to the hospital. The user suffered a concussion and bruising on the shoulder, ear, and hip. On (B)(6) 2024 the cds reached out the user and was told they were still in the hospital with an undetermined discharged date. The user has elected to discontinue use of the ilet. Multiple attempts by beta bionics customer care to contact the user to obtain additional event information and upload the ilet data have been unsuccessful.